Manufacturer narrative:
This report is submitted on may 4, 2021.

Event description:
Per the clinic, the patient was placed under general anaesthetic on (B)(6) 2021, in order to explant the device, due to the patient requiring MRI for a medical condition. The patient was reimplanted with a new MRI compatible device during the same surgery.

Manufacturer narrative:
Analysis of the device on return to cochlear was a device failure (as per the device analysis report). This report is submitted on june 22, 2021.